Event description:
The report stated that right out of the pack the electrosurgical pencil would not turn on and off by itself.

Manufacturer narrative:
(B) (4). (B) (4). The site has indicated the pencil has been disposed. If additional info pertinent to the incident is obtained a f/u report will be submitted.